Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed. Through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an ic chip, designator u8.

Event description:
It was reported that the device will not defibrillate. There was no patient use associated with the reported failure.